Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity alert (lia) triggered by high rate non-sustained episodes and sensing integrity counter (sic). The rv lead also had oversensing noise. It was also noted that the right atrial (ra) lead had oversensing noise with arm movement. Reprogramming occurred and detections were disabled. No patient complications have been reported as a result of this event.